Event description:
(B)(6) 2025: information was received from a patient regarding an external device. The reason for call was for the last couple of weeks pt had been having a problem with equipment: it will not charge completely from the wall and not charging the ins completely either. It showed 'battery low, replace controller battery soon'. Controller will not charge to 100% and takes long time to charge ins. Pt had not used it the last 2 days because they were tired of trying to charge. 70% is as much as pt could get it to charge. On the call instructed pt to plug in the controller without the battery. The screen powered on. Pt inserted the battery pack and the green light was blinking. The controller was at 70% and the implant was at 50%. Instructed pt to keep charging the controller to see if it gets fully charged. Called pt back and the battery pack charging level went up to 80% only. A request was sent to repair to replace the battery pack and recharger. 2025-03-10: patient called back stating they received the replacement battery pack; however, when they went to remove it from the shipping controller the battery pack split and the circuit board is now exposed. Patient then proceeded to put their original battery pack into their controller and reported that it started smoking; patient confirmed no cords were plugged in at that time. A request was sent to repair for replacement controller and battery pack. Agent called and spoke to patient to provide information regarding shipping package for battery pack and controller that were reported to be smoking. (B)(6) 2025: during the call patient received the replacement battery and recharger and did not receive a controller. Patient mentioned they put everything else in the box to send back to manufacturer. Agent asked patient to check the box for the controller. Patient requested for agent to call back. Agent called patient back and patient mentioned the controller was now charging and working. Agent collected the serial number of the controller and patient was using the original controller. Agent advised patient to call back if they still had any issues with the controller or charging the controller. Agent closed case. 2025-aug-21: additional information was received from the patient (pt). The reason for the call was the pt got their ins and leads removed due to problems with the ins battery. The pt started having issues probably 4 or 5 months or more ago because after they got a new controller battery it took the ins battery forever to recharge, and it would not fully charge. The pt was now wanting to return the external equipment since the external equipment was new since it was recently replaced. A request was sent to the repair department for a fedex label. Pt was transferred to registration to update registration.

Manufacturer narrative:
Continuation of d10: product ID 97745bp serial# (B)(6) product type accessory product ID 97755-s serial# (B)(6) product type recharger product ID m995402a001 serial# (B)(6) product type product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from representative(rep). It was reported that device as retuned, someone sent me a mailing stamp about a month ago.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep. It was reported that implant has been removed.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.